Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-6 medical device problem code: 1069 - iol damage and inserter damage device evaluation: the complaint device was received in a handpiece tray which was in a bag and placed in the original folding carton. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. The lens could be observed to be stuck in the cartridge and the lead haptic was partially unfolded. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was removed and cleaned presenting with damage to the lens that may have resulted from being folded for an extended period of time and/or removal. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ stuck in cartridge. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on chr results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the scrub technician opened the pre-loaded dcb00 model intraocular lens (iol), introduced balanced salt solution (bss), and rotated the handle to position the iol correctly for dwell time; which was 3 minutes, 31 seconds. As the surgeon went to advance the iol for insertion, it "seemed quite stuck" and the trailing haptic was not in position. If the surgeon attempted to push the iol any farther, he believed that the plunger might trap it. The damaged iol did not have contact with the patient. The backup iol, dcb00 19.5 diopter, was implanted successfully in the patient¿s ocular dexter (right eye) with no complications. It was also indicated the inserter was damaged. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: (B)(6) 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received in a handpiece tray which was in a bag and placed in the original folding carton. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. The lens could be observed to be stuck in the cartridge and the lead haptic was partially unfolded. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was removed and cleaned presenting with damage to the lens that may have resulted from being folded for an extended period of time and/or removal. Complaint issues "stuck in cartridge" and "lens damaged" were identified during product evaluation; however, the complaint issue "trailing haptic not folded" and "cartridge damaged" were not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.